Manufacturer narrative:
The s-ICD system remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system, induction testing was performed. It was noted that there was no conversion with an 80 joule shock and it actually induced atrial fibrillation. The shock impedance measurement was in normal range. The s-ICD is implanted latissimus dorsi muscle. A review of x-rays noted that the electrode appeared to be too high and a revision was to be performed the next day to lower it. Data was submitted to boston scientific technical services (ts) for review. A ts consultant reviewed the data and x-rays and provided additional troubleshooting. At a later date, a revision was performed and the electrode and device were repositioned. Induction testing was performed the next day and there was successful conversion with an 80 joules shock. No additional adverse patient effects were reported.